Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was imp lanted with an implantable neuro stimulator (ins). The rep reported that they confirmed with the doctor that the patient had reasonable parameters set as far as the number of active electrodes and voltage output. It was stated that the doctor said impedances were low when they checked in april but did not have notes on the exact impedance levels. Patient was now at 2.51v battery life. It was noted that patient was still receiving adequate therapy. It was noted that patient had a follow up appointment on (B)(6) for further impendance check and recommendation for replacement of the ins and possibly extension if the issue persists. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) indicating that the patient would be getting a right ipg and extension replacement, which was being scheduled. Th cause of the low impedances was likely the right extension likely causing low impedances, however it would not be certain until replacement of the extension and ipg on whether it was the extension or the lead. It was noted that surgery was being scheduled by office with the hospital and patient. The issue was not yet resolved at the time of the event.